Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had passed away. The cause of death, if the death was device related and if the device operated as expected were unable to be provided due to hospital policy.

Manufacturer narrative:
Manufacture¿s investigation conclusion: a direct correlation between the device and the patient's outcome could not be conclusively determined through this evaluation. Due to hospital policy, no additional information regarding the event could be provided. The device was not returned for evaluation. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1, "introduction," lists adverse events which may be associated with the use of heartmate 3 lvas, including death. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.